Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was in 2008, and during the procedure, a 3.0 x 23 mm xience v stent was deployed to treat the distal right coronary artery (rca) lesion. A 3.0 x 28 mm xience v stent was deployed in the mid rca lesion and a 3.5 x 12 mm xience v stent was deployed in the proximal rca lesion. There was no pre-dilatation done prior to stenting. There were no patient effects or product issues noted at the time of the procedure. However, in 2009, the patient returned with high graded in-stent restenosis (isr) of the proximal rca xience v stent, which was treated with percutaneous transluminal coronary intervention (ptci). No additional event or patient information is available.